Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing. The device passed internal and external inspections. The device failed a manual volumetric accuracy test. A test door piston foam article was installed in the device and it still failed the accuracy test. The original door piston foam was replaced and the device passed the manual volumetric accuracy test. The door assembly was inspected and found that the copper mesh pads were improperly installed. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was the improperly installed copper mesh pads. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician tested the hc and found it to fail the manual volume accuracy testing. No additional information is available.